Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that during a lower anterior resection procedure, the staples did not form properly. Handsewing was used to complete the procedure. There was no patient consequence.